Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue occurred during a planned treatment (vascular) and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement was not functioning. Upon functional testing, the fse found problem with geometry pc which did not start (led indicator did not turn on) and operating system (os) was corrupted. The fse formatted hard disk and reinstalled os, which temporarily resolved the issue. However, the issue reoccurred and the fse replaced the geometry pc. After replacement of geometry pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry movement was not functioning. The system was in clinical use . No harm has been reported to philips. A philips service engineer inspected the system on site and checked error log and finds that the geo pc did not boot; the boot indicator led did not turn on. The fse inspected the system and found that the operating system was corrupt. Fse proceed to format hard drive and reinstall the operating system using download board software after that the system was returned to use in good working order.